Manufacturer narrative:
The device history report (DHR) indicated that the product auto endo5 ml, lot # 01c1400131 was manufactured on 03/10/2014, a total of (B)(4) pieces. Lot was released on 03/12/2014. DHR investigation did not show issues related to complaint. The device sample was not received by the MFR at the time of this report. The MFR will continue to monitor and trend related complaints.

Event description:
Alleged event: the device was not firing. The pt's conditions reported as fine.